Event description:
It has been reported to philips that there was a problem in the image processing computer that could prevent from imaging. There was no report of patient or user harm. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint and through the course of investigation it was identified that the date of event was 19-december-2023. According to the additional information received the system was outside of clinical use. During the investigation, philips identified proactively a remote alert indicating an image processing pc (ip-pc) memory 1 problem, which prevented imaging. Analysis of log file identified power on self-test (post) "frontal ip-pc" done/failed¿ which confirmed the reported malfunction. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. The fse replaced the ip-pc, hard disk and reloaded electrical board software for resolving the issue. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has implemented a medical device correction (z-1151-2024) on this system. The defective ip-pc was returned to philips for further analysis. The cause of the ip-pc failure could not be conclusively determined by the supplier's part analysis. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.